Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC line catheter was ruptured. 34 days after line placement, the patient reported arm swelling below the PICC insertion site for 2 days. The home health nurse contacted the provider and orders to discontinue the line were received. Upon removal of the line, the nurse noted the line has a break in the catheter but not completely severed. IV therapy discontinued early. Arm swelling resolved without known harm. No other information was provided.